Event description:
The surgeon was inserting the cardioplegia cannula into the aorta. When the insertion needle was pulled out of the sheath, the round tube on the end of the needle stayed in the pt's aorta. This piece of the needle is about an inch to an inch and a half long. The surgeon removed the piece of the needle from the pt's aorta. There was no detriment to the pt.